Manufacturer narrative:
Dates of death, event, and implant: dates estimated. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Article attachment: comparison of clinical outcomes between magmaris and orsiro drug eluting stent at 12 months: pooled patient level analysis from biosolve ii¿iii and bioflow ii trials the additional patient effects referenced will be filed under a separate medwatch report #.

Event description:
It was reported through a research article identifying xience that may be related to the following: death, myocardial infarction, revascularization, and stent thrombosis. Specific patient information is documented as unknown. Details are listed in the attached article, titled: comparison of clinical outcomes between magmaris and orsiro drug eluting stent at 12 months: pooled patient level analysis from biosolve ii¿iii and bioflow ii trials.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
The device was not returned for evaluation. The reported patient effects of myocardial infarction and thrombosis are listed in the xience v everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. A conclusive cause for the reported patient effects of myocardial infarction and thrombosis, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The UDI is unknown because the part and lot #s were not provided. Literature attachment: comparison of clinical outcomes between magmaris and orsiro drug eluting stent at 12 months: pooled patient level analysis from biosolve ii¿iii and bioflow ii trials.